Event description:
Customer reported that he received an alarm on the insulin pump during prime. Customer stated the device is stuck in the rewind complete loop. During troubleshoot; customer stated the drive support cap is recessed. Blood glucose is 189 mg/dl. The insulin pump was not replaced as the customer stated he has a new device to use..nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.